Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the ¿care center (unspecified) used incorrect cleaning technique¿. One day after onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with gentamicin and vancomycin, intraperitoneally (doses, duration and frequencies not reported). Three days after being admitted to the hospital, the patient was discharged. At the time of this report, the peritonitis was resolved, the patient was recovered from the event, and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.